Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation. (B)(4).

Event description:
The customer reported the equipment doesn't turn on. There was no report of patient involvement.

Manufacturer narrative:
UDI #: UDI: (B)(4).

Event description:
The device failed to print. There was no report of patient involvement.